Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly the customer's blood glucose (bg) was "high"; although specific value was not provided. Customer changed pump supplies to address the occlusion, and elevated bg, and resumed insulin therapy.